Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 463 mg/dl at the time of the incident. During the troubleshooting, customer stated that the drive support cap was normal out and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also mentioned to have received a no delivery alarm that was resolved by infusion set and reservoir changes. Customer reported a bent cannula on infusion set and troubleshooting was performed and completed. Customer also reported to have experienced a high blood glucose of 463 mg/dl and customer did not mention any form of treatment for high blood glucose and no troubleshooting was performed. Customer was advised to monitor and call back if issue persists. No product is expected to return for analysis.